Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) received a shock for atrial fibrillation. Subsequently, a fault code indicating that the shock was delivered into an open circuit, was displayed. Boston scientific technical services (ts) discussed possible connection issue with one of the defibrillator pins or a lead anomaly. Additional information indicated that there were no lead issues observed and the pins were firmly secured in the header. The ICD was explanted and replaced to upgrade to a biventricular device. The rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. A review of the device memory noted 1 shock lead open fault and 1 lead leakage in session fault which indicate normal operation. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.